Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopy procedure, an audible sound was heard from the fiber, and then the laser burned/snapped. A different device was used to complete the case without patient complications.